Manufacturer narrative:
G4: 15oct2020 b4: (B)(6) 2020 the field service engineer (fse) confirmed machine pressure sensor autozero failed was present in the error log. While the fse performed testing, the unit failed the pressure accuracy test so the gas delivery system was replaced. After the replacement, additional testing was performed and passed. The issue has been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
It was reported there was a pressure sensor error. There was no patient involvement.

Manufacturer narrative:
G4:30dec2020. B4: (B)(6) 2021. Failure investigation of the returned gas delivery system was performed and the customer complaint was verified. The root cause is daq machine pressure sensor u7 drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12oct2020; b4: 13oct2020. The pressure sensor error occurred while in use on a patient. The alarm triggered, however ventilation continued uninterrupted an there was no patient harm. The field service engineer (fse) ran the device and was unable to duplicate the complaint. The unit cycled normally with no alarms activated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.